Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of bacterial peritonitis with culture positive for citrobacter freundii in a patient coincident with peritoneal dialysis (pd) dianeal therapy. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by septic fever, cloudy effluent, fibrin coagulates, and abdominal pain with cramps. Severity of the event was considered moderate and the patient was not hospitalized due to the event. Dianeal and extraneal were discontinued and replaced by physioneal with good ultrafiltration values. The patient improved with discontinuation of pd solutions. Pd solutions were not reintroduced. On (B)(6) 2010, treatment included gentamycin (80 mg/24hrs for 7 days) and vancomycin (1 g/7days). Further treatment included heparin, mesocain, metamizolum 500 mg, pitofenoni hydrochloridum 5.25 mg, fenpiverinii bromidum 0.1 mg, and paracetamol. Outcome remains unknown. Reporter causality was assessed as related.